Manufacturer narrative:
H3 other text : placeholder.

Event description:
Follow up.

Manufacturer narrative:
The device is indicated as unavailable for evaluation. However, visual imaging has been provided for review. The investigation is ongoing and a follow-up report will be provided once completed.

Event description:
Ivc filter did not retract ¿ it had to be retrieved.